Event description:
Procedure type: unk. According to the reporter: the device misfired. The staples were not formed properly and it was difficult to remove the device from the pt. The anastomosis was resected, an orvvil anvil had to be used due to the small amount of space at the pouch, and it was then over sewn- all adding a significant amount of the time to the case.

Manufacturer narrative:
(B)(4).